Manufacturer narrative:
Although explant is planned, it has not been confirmed. The lens remains implanted. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that post implant of a multifocal intraocular lens (iol), the patient experienced residual refractive error. As a result, the doctor reportedly plans to perform an explant. Patient outcome at the time of discharge is unknown. No additional information provided.

Manufacturer narrative:
Additional information received indicated that the suspect lens (sn: (B)(4) was implanted in the left eye (os) on (B)(6) 2018 with a refractive surprise and poor visual outcome noted on (B)(6) 2018. The lens was exchanged for another model, zcb00, +30.0 diopter without complication and excellent outcome on 10/10/2018. The iol exchange was performed at specialty surgery center in westlake; however, the account is not sure what was done with the explanted lens afterward. The following fields were updated accordingly. Date of event: (B)(6) 2018. Serial#: (B)(4), model #: zct600, catalog#: zct600u320, expiration date: 6/1/2023, UDI: (B)(4). If explanted; give date: (B)(6) 2018. Device manufacture date: 6/1/2018. Brand name: tecnis, product code: (B)(4), common device name: toric iols. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.